Event description:
Family reported pt died from suffocation from getting between hospital bed and bed rails. Certificate of death said "cardiorespiratory arrest due to alzheimer's dementia." (Also see 4001036)